Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two years and four months post-implantation, the patient's native patella was dislocated. Subsequently, the patient underwent a patella resurfacing and medial patellofemoral ligament procedure to additionally implant a patellar component. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.